Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The distal tines were found to be normal. The damage noted on the lead is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. Upon positioning, the right atrial lead exhibited high pacing impedance and the stylet could not be inserted in the lead. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.